Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause of the reported patient device interaction problem associated with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medications were given. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The left atrial appendage (laa) depth was 28.2mm, laa orifice width at widest point was 19.6mm. During procedure, the left atrial pressure was 17mmhg and 2000ml of volume of fluids was given. The atrial rhythm recorded at start of procedure was atrial fibrillation, the activated clotting levels were 210s-230s and heparin was administered. The amulet was successfully deployed in the laa. On (B)(6) 2025, the patient had a 12th month follow up and a 16x12x25mm thrombus was found on the device. A 5mg apixaban was started and planned transesophageal echocardiogram (tee) on (B)(6) 2025.